Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra2 meter displayed an "ER 2" message. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The alleged issue began on the evening of (B)(6) 2011. The customer care advocate (cca) was advised the patient manages her diabetes with insulin (type/ amount not specified). It is not known what action the patient took at the time of the alleged issue. After the start of the alleged issue (time not clear), the patient claimed she had symptoms of dry mouth, increased urination, felt dizzy and her heart rate increased. On (B)(6) 2011, the patient administered self humulin r insulin (5 units) as treatment. At the time of troubleshooting, the cca noted there was no misuse of the subject meter. The patient confirmed the alleged "ER" message appeared when the power button was pressed. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.